Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly and the battery power cable assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed power pcb assembly and battery power cable assembly, no failure was observed.

Event description:
A physio-control service representative was performing preventative maintenance on the customer¿s device and observed a failure of a voltage drop test. This is indicative of a potential for the device to unexpectedly shutdown or power cycle. There was no patient use associated with this event.